Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube and hospitalization. The size of the biopsied lesion was 9 mm, located in the left lower lobe - lateral segment. The distance to the pleura was approximately 1cm from the pleura. The patient had severe emphysema and a history of endobronchial valve placement of the left upper lobe airways for lung volume reduction. Per the physician, this created a unique situation in which that part of the lung could not expand due to the valves. The combination of severe emphysema, endobronchial valves on the left side, and that the lesion was relatively close to the pleura, likely made the patient much more vulnerable to a pneumothorax than other patients. The physician believed that endobronchial valve therapy for copd and lung volume reduction is a relatively new treatment and appears to make patients more prone to pneumothorax with biopsies. The physician believed a pneumothorax would have most likely occurred regardless of the modality. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The pneumothorax was identified during the procedure by fluoroscopy. It was moderate in size; therefore, a small 14 french pigtail catheter was immediately placed and the pneumothorax resolved. The patient did not experience any symptoms because the chest tube was placed during the procedure while still under anesthesia. There were no other interventions other than chest tube management. It was reported that the lesion appeared to be an inflammatory lesion that will be followed with serial imaging. The patient was admitted to the hospital for 14 days because of a prolonged air leak. The endobronchial valves created a persistent air leak due to altered physiology. This eventually corrected over time. The patient is at home and doing well.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The physician reported that the combination of severe emphysema, endobronchial valves on the left side, the lesion being relatively close to the pleura likely made the patient much more vulnerable to a pneumothorax than other patients. A review of the site's system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient's hospitalization was prolonged.